Event description:
It was reported that surgical intervention may be undertaken for an unknown reason.

Manufacturer narrative:
Date of event is estimated. Further information has be requested but not received.

Manufacturer narrative:
Issue is due to ineffective therapy, which is attributed to the leads. There is no alleged stated deficiency or malfunction of the device and no indication the device caused or contributed to the issue.

Event description:
Additional information indicates that patient experienced ineffective therapy, patients lead has high impedances. Imaging revealed patients lead was fractured. Issue is due to ineffective therapy, which is attributed to the leads. There is no alleged stated deficiency or malfunction of the ipg and no indication the device caused or contributed to the issue.